Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation as it remains in use supporting the patient. No further related events have been reported. A correlation between the device and the reported infection could not be determined. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 for having thin, tan copious amounts of drainage from the exit site of the driveline. The patient was found to have a (B)(6) and was treated with antibiotics. The patient was discharged on (B)(6) 2014 and remains on doxycycline, an IV antibiotic.